Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Unknown when infection started. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing review was conducted;manufacturing location: (B)(4), manufacturing date: 31-jul-2015. Expiration date: 30-jun-2025. Part #: 04.037.133s, lot#: 9866570 (sterile) - 11mm/125 deg ti cann tfna 420mm/left - sterile. Quantity 5. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn 11627, ¿sterility documentation was reviewed and determined to be conforming.¿

Event description:
It was reported that on (B)(6) 2016, the patient underwent a hardware removal of a tfn-advanced (tfna) 10mm titanium cannulated nail and a 95mm tfna helical blade the left femur due to an infection. All hardware was removed easily. There was no surgical delay or patient harm. The procedure was successfully completed. No new hardware was implanted. Post-operatively, the patient has been placed in skeletal traction until the infection has cleared. The patient was initially implanted with the devices on (B)(6) 2016 due to a left femur fracture. On an unknown date, a routine post-operative evaluation revealed the infection. This complaint involves two (2) devices.

Manufacturer narrative:
(B)(6). Reported on initial medwatch as (B)(6) 2016; should have been (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).